Event description:
The customer reported that a few drops of fluid leaked from the probe of a coulter act diff 2 analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer noticed the probe wipe was dirty. The metal port broke off when the customer attempted to clean the probe wipe. Cts ordered and sent the customer a replacement probe wipe to resolve the issue. A bec field service engineer (fse) was not dispatched for this event. (B)(4).